Event description:
The customer reported that she was having high blood glucose customer stated her blood glucose was at 400's mg/dl range and bolus was not working and treated with manual injection. Troubleshooting was done. Customer's blood glucose was 378 mg/dl. It was found in the alarm history that the insulin pump alarmed low reservoir, low battery and check settings. Customer does not have tubing clamps and will wait to receive to perform high pressure test. Customer called back and was assisted to perform high pressure test and test passed. Customer stated that blood glucose continued to be high at 300's mg/dl and was advised by her healthcare provider to use manual injections. Customer stated she had low ketones. Customer's recent blood glucose was 353 mg/dl. Customer will use a different infusion set and will monitor the issue and will call back if needed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).